Event description:
On 17-jan-2019, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged eschar and infection are related to the activ.a.c.¿ therapy system.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged eschar and infection are related to the activ.a.c.¿ therapy system. On (B)(6) 2019, the patient was placed on antibiotic therapy for 10 days. On (B)(6) 2019, activ.a.c.¿ therapy was re-applied, and the patient was still on antibiotic therapy. On (B)(6) 2019, activ.a.c.¿ therapy was discontinued allegedly due to an infection related to activ.a.c.¿ therapy. A wound culture was not performed, and the patient was re-prescribed the previous antibiotic treatment. It is unknown if the prior infection was eradicated prior to the re-application of activ.a.c.¿ therapy. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2019, the following information was reported to kci by the wound care nurse: the patient's wound allegedly has an odor with areas of discolored black tissue. On 19-apr-2019, the following information was reported to kci by the wound care nurse: on (B)(6) 2019, the patient's wound allegedly exhibited an increased odor with black tissue. A wound culture was taken, the patient's wound was debrided and was placed on antibiotic therapy for 10 days. Activ.a.c.¿ therapy was subsequently placed on hold. On (B)(6) 2019, activ.a.c.¿ therapy was re-applied with no eschar present. On (B)(6) 2019, activ.a.c.¿ therapy was discontinued due to infection. A wound culture was not performed, and the patient was placed on the same antibiotic previously prescribed. The patient has fully recovered. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.